Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the entire insulin in reservoir was delivered into customer during priming. It was reported that the piston never stopped and continued to deliver insulin. Customer's blood glucose was 8.8 mmol/l. Customer went to the hospital, was treated, monitored and released when blood glucose stabilized at 13 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. During the occlusion test installed a water filled reservoir and infusion set in the reservoir compartment, held down the select button and the insulin pump properly recognized the water filled reservoir and the motor stopped at the load reservoir complete screen. The motor functioned properly during testing. No prime fill anomaly noted. No unexpected pump errors noted during our testing. The insulin pump had minor scratched display window, scratched case, fading serial number label, pillowing keypad overlay and cracked keypad overlay at the select button.